Manufacturer narrative:
(B)(4). PMA/510(k): k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy with laser lithotripsy procedure while using a lumenis pulse 100h laser system and a cook® single-use holmium laser fiber, the doctor smelled smoke and looked back at the connector box and saw smoke. Additional information was provided by the nurse advising the patient appeared to have very hard stone. It was also noted that the smell was detected by the nurse. The nurse checked the screw on connector to the laser and found it was quite warm and it fell apart. The laser fiber was intact upon removal with no integrity issue of the fiber sheath noted. The procedure was completed without problems using a second fiber with the same size and lot number. The following laser settings were used: energy/pulse (j/p) 0.1j to 1.6 j, repetition rate (hz) 6-10 hz, total energy (j) 3.6 to 16w. The nurse also reported the device fiber was lost.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Method codes: device not returned (4114). Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, manufacturing instructions, quality control data, and trends. The device history record was reviewed noted there are no conformances that may have caused or contributed to this incident. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8675399. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. The fiber was not returned for evaluation. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the IFU noted that the maximum power setting for the holmium laser fibers is 15w. The cause of the smoking and eventual breaking of the fiber is likely the use of the fiber at settings higher than indicated in the IFU. The cause is traced to the user and failure to follow instructions. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.